Event description:
The account alleged the nurse call was not communicating with the nurse's station. No pt impact.

Manufacturer narrative:
The account replaced the communication cable to resolve the issue.